Event description:
It was reported that the procedure was to treat the left anterior descending artery. When a 3.0 x 15 mm xience xpedition was being inflated, contrast was seen leaking from the hub of the catheter. The xpedition was removed and a new xpedition was used successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. Xience xpedition is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak could not be replicated in a testing environment due to the condition of the returned device as the hypotube was separated. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.